Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04504. It was reported the patients leads migrated following a fall. As a result, surgical intervention was undertaken to address the issue. During the procedure the leads were unable to be repositioned to the correct location due to scar tissue. The leads were in turn explanted. New leads could not be implanted due to the scar tissue. Further intervention may be pending to complete the device replacement.